Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a pocket revision on the day of the report due to the implantable neurostimulator (ins) being in an uncomfortable spot. The ins was moved from the back to the right abdomen. Following the revision, the patient was doing fine from a therapy standpoint. If additional information becomes available a follow-up report will be submitted.